Manufacturer narrative:
On march 17th, 2026, submitting correction supplemental to update h3.

Manufacturer narrative:
The investigation found a leak in the fluid path coming from a small hole in the exposed portion of the soft cannula. The cause and timing of the cannula damage could not be determined. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to around 20.1 mmol/l (362 mg/dl) while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (abdomen), the insulin was found leaking from the pod. As treatment, the pod was discarded and a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.